Manufacturer narrative:
It is reported that a paramedic needed 4 stitches as a result of this event.

Event description:
It is reported that while unloading a cot the transfer pulled out prematurely resulting in a paramedic's finger being caught between the transfer and the anchor.

Manufacturer narrative:
It was reported that a paramedic needed 4 stitches as a result of this event.

Event description:
It is reported that while unloading a cot the transfer pulled out prematurely resulting in a paramedic's finger being caught between the transfer and the anchor.